Manufacturer narrative:
(B)(4).

Event description:
It was reported there was a vibrational alarm activation due to out of range hv impedance. The patient had high chronic dft impedance, so the physician classified this as a non-adverse event. The physician decided to perform a follow up to monitor the situation. The patient's conditions were good.